Manufacturer narrative:
The reported user interface holder was investigated at the hospital by our field service engineer. The reported breakage was confirmed from the on-site investigation, and by the evaluation of the returned goods. The broken monitor holder (user interface holder) implies that the monitor unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. The user interface holder was replaced and after successfully performed checks and tests, the unit was returned back into service.

Event description:
It was reported that the yoke (user interface holder) broke. The user interface holder broke when the nurse tried to move ventilator by grabbing it by the monitor. There was no patient involvement. (B)(4).